Manufacturer narrative:
H6. Investigation summary: sixteen safetyglide needle assemblies in blister packs from batch 8088827 (p/n 305916) received and evaluated. Fifteen packages were fully sealed, and one was opened. It was observed the needle assembly in the opened blister pack contained a large yellow gel-like particle attached to the middle of inside of the shield with smaller particles extending near the opening. The needle assembly did not appear to be manipulated. No foreign matter was observed in any of the other samples. The sample was sent to a lab for analysis. Investigation of the assembly lines were carried out from the process where the needle hub and the needle are assembled to the process where the plastic shield is assembled. No residues of any yellow foreign matter were observed. Associates in the production area could not recognize it, and claimed never seen something similar during the years have been working for bd. A verification was done with the maintenance team and tool crib confirming that this silicone-based material is not used/ available in their system/ inventory. Fourier transform infrared spectroscopy was performed, the closest match was for a silicone-based material. Potential root cause for the foreign matter defect could not be determined. Since the root cause could not be determined, no corrective actions are necessary. H3 other text : see h10.

Event description:
It was reported that foreign matter "yellow liquid" was found inside packaging prior to use with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that a yellow liquid was found inside sealed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "yellow liquid" was found inside packaging prior to use with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that a yellow liquid was found inside sealed.